Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid via an implanted pump for non-malignant pain. It was reported the myptm app version 2.0.1700. It was noted the patient usually gets themselves/the equipment very close together to connect, but sometimes the equipment seems awfully slow. The patient stated it's been a while since they've had the implant - pushing it a year, and mentioned the equipment seems to get to 90% when connecting and hit a wall and be there for a while before it's able to finish connecting. When the agent inquired about the event date, the patient stated 'it's intermittent. Sometimes in the morning, when I get up and do something, it takes longer to bolus. But once I've delivered the first one, it seems to be faster retrieval on the second one.' The agent assisted the patient in connecting to their pump, and patient had a delay at 90% but was able to successfully connect. The patient read an expected lockout of 42 minutes with 1 bolus left today. The agent assisted patient in clearing data. The patient mentioned they try to bolus right in the morning because they start doing their chores and routines, so the bolus helps in case it's sore and they generally won't do it again unless they start hurting again and/or towards the evening. It was reported they could bolus in the evening before they lay down because it helps with pain and helps them sleep better at night. The patient also mentioned they have only been doing one bolus lately, so they guess that means their pain was getting a little better because they're not noticing the pain, and the pain was not deceiving/taking up their concentration, which was good.